Manufacturer narrative:
The device was returned to olympus for an evaluation and the customers allegation was confirmed. It was found that a defective printed circuit board caused a nonfunctional image. We assume the defect was caused by wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center outlet for the umbilical cord cable is defective and getting a black screen from scope that uses the cable. It is unknown when the issue was observed, and no patient harm was reported with the event. The device was returned to olympus for an evaluation and the customers allegation was confirmed. It was found that a defective printed circuit board caused a nonfunctional image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.